Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in the (B)(6). This is the same event as 3010536692-2016-00200, 3010536692-2016-00201, & 3010536692-2016-00203.

Event description:
Allegedly revised due to pain (right).